Event description:
The clinician reports the implant was inserted (B)(6) 2018 in ada 2. Details of surgery: primary stability not achieved, implant surface not completely covered with bone and immediate extraction site. On (B)(6) 2019 loss of osseointegration was verified. Patient presented with fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: infection, pain, mobility, bleeding and abscess. No further patient complications were reported.